Manufacturer narrative:
Field b1 correction. Adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that the patient was no longer able to pump their inflatable penile prosthesis device completely, and it was also reported that pump was high riding and anterior, making placement uncomfortable. During revision surgery, physician confirmed that the device had a small amount of fluid loss in system and there was a tear in the tubing to reservoir. Device was explanted. There were no further patient complications.

Event description:
It was reported that the patient was no longer able to pump their inflatable penile prosthesis device completely, and it was also reported that pump was high riding and anterior, making placement uncomfortable. During revision surgery, physician confirmed that the device had a small amount of fluid loss in system and there was a tear in the tubing to reservoir. Device was explanted. There were no further patient complications.